Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code "240.5150.0" related to pressure sensor per customer's log review. The customer replaced the pressure sensor and the device was put back to service. There was patient involvement but no harm.

Manufacturer narrative:
Correction: date of event, describe event or problem. Additional information : medical device model #.

Event description:
It was reported that the device had an error code "240.5150.0" related to pressure sensor per customer's log review. The customer replaced the pressure sensor and the device was put back to service. There was patient involvement but no harm. A report was received from health canada's canada vigilance program which states, "alaris pump channel reported error message and stopped working spontaneously. Patient had norepinephrine running through this channel fortunately bedside rn heard alarm and was able to intervene quickly with no harm to the patient. All other channels at the time continued to run without problems."

Event description:
It was reported that the device had an error code "240.5150.0" related to pressure sensor per customer's log review. The customer replaced the pressure sensor and the device was put back to service. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.